Event description:
New information on (B)(6) 2016 stated that the lead exhibited high impedance. Chest x-ray was performed and revealed the lead exhibited fracture. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, a rise in atrial lead impedance was observed. No patient symptoms were reported. Other electrical values were normal. No changes were made and the patient would be monitored.